Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 02 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced 12 different incidences, which were associated with separate units, involving 12 different patients. This is the second of twelve reports. Refer to 3011270181-2020-00001 for the first report. Refer to 3011270181-2020-00003 for the third report. Refer to 3011270181-2020-00004 for the fourth report. Refer to 3011270181-2020-00005 for the fifth report. Refer to 3011270181-2020-00006 for the sixth report. Refer to 3011270181-2020-00007 for the seventh report. Refer to 3011270181-2020-00008 for the eighth report. Refer to 3011270181-2020-00009 for the ninth report. Refer to 3011270181-2020-00010 for the tenth report. Refer to 3011270181-2020-00011 for the eleventh report. Refer to 3011270181-2020-00012 for the twelfth report. It was reported in "undetected cortrak tube misplacements in the (B)(6) 2010¿17: an audit of trace interpretation" (B)(6), that sometime between 2010 and 2017, an esophageal placement occurred, confirmed by x-ray. There was no further information reported.